Event description:
It was reported that the patient was experiencing intermittent zapping as well as inadequate stimulation despite reprogramming attempt. It was determined that the patients right lead had high impedances and was fractured. Malfunction was not confirmed through imaging. Additional information was received that the patient underwent a lead revision procedure. Additional information was received that patients both leads were replaced, and the patient was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.

Event description:
It was reported that the patient was experiencing intermittent zapping as well as inadequate stimulation despite reprogramming attempt. It was determined that the patients right lead had high impedances and was fractured. Malfunction was not confirmed through imaging. Additional information was received that the patient underwent a lead revision procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six weeks prior to the procedure.

Event description:
It was reported that the patient was experiencing intermittent zapping as well as inadequate stimulation despite reprogramming attempt. It was determined that the patients right lead had high impedances and was fractured. Malfunction was not confirmed through imaging.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(4). Batch: 7079152.